Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of burnt c-cover is assessed to be due to contact between the c-cover and an activated electrode. There is no indication that the failure was caused by a fire during use; therefore, this issue will not be escalated to the CAPA process. And the most probable cause of the issue of due to adhesive peeling the distal end is not secured is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope c-cover has a burn and that due to adhesive peeling of distal end, the distal end is not secured. There was no patient involvement.